Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient was receiving repeated e-4 occlusion errors on the infusion device. At approximately 12:00pm the patient received a result of hi mmol/l, which on the system indicates a result in excess of 33.3 mmol/l, on his accu-chek blood glucose monitor. The patient was experiencing elevated blood glucose symptoms of vomiting, diarrhea, and was incoherent. The patient slept most of the day, and when he awoke at 8:30pm he was in the hospital; the patient's wife had taken him there. The blood glucose result obtained upon arrival at the hospital was unknown. At the hospital the patient was treated with an IV drip, and was given insulin through an IV and injections. At 10:00pm the patient's blood glucose level had come down to 18 mmol/l. The patient was admitted to the hospital and kept overnight, he was released the following afternoon. The infusion device was requested to be returned for product evaluation.